Event description:
It was reported that the lead integrity alert triggered. The right ventricular lead had sensing difficulty, high impedance, and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.